Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that their gum continues to get infected. They recently seen their dentist and was informed that they have a fractured root on their crowned tooth. They will have to have it extracted, bone grafting and then an implant. This is a contraindicated patient. Update received the patient had their tooth extracted and bone grafting to prepare for an implant in 6 months. Patient is no longer able to continue treatment. Diagnostic findings provided.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.